Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent low blood glucose while using the ilet, with a documented level of 59 mg/dl, followed by consistent high blood glucose of unspecified value(s), after treating the lows, and described overtreating hypoglycemia without measuring carbohydrate intake; the device reportedly displayed no alerts or alarms, and coaching on low blood glucose treatment protocol and oral glucose use was provided. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and education with reinforcement of low blood glucose treatment steps. Investigation included a review of available usage information and user interview. Investigation of this case revealed user technique contributed to post-hypoglycemic hyperglycemia due to overtreatment. It was concluded that the device functioned as intended and the event was attributable to user management of low blood glucose treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.